Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
In (B)(6) 2020, the patient had left side si joint arthrodesis where three implants were installed. The patient later complained of radicular pain symptoms. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain symptoms. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. No bone graft was placed in the explant void. No other preexisting implants were adjusted or removed. The patient is doing well following the revision procedure.